Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low blood glucose after starting on the ilet pump, with the lowest value reportedly around 40 mg/dl; the user began earlier carbohydrate corrections near 80¿75 mg/dl per guidance and requested consultation with clinical support, noting concern that the algorithm appeared aggressive and inquiring about a factory reset. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific device findings and insufficient information to identify a device component involved, and the medical device problem could not be characterized beyond insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.